Manufacturer narrative:
Lead: model 3389, serial# unknown, implanted: unknown, explanted: unknown.

Event description:
It was reported that the patient had a return of symptoms. Impedance readings on the left side were >4000. On follow-up examination with testing performed at 3 v, the impedance readings remained high but less than 4000 ohms. No effectiveness of stimulation was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported xrays were performed and no problems were found. The issue was resolved by reprogramming and activating functioning electrodes. As a result, the patient felt better. Additional information received reported "in correspondence to right lead insertion a sort of wart and at magnetic resonance exam physician could not understand what it is." Impedances were confirmed "not very good" and the therapeutic response was "not so good," even with very high response to levodopa. It was not determined whether to revise or not.